Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) on their dxc 700 au chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided examples of the initial results for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the ise mix motor, mixing bar, ise sample pot, valve assembly, solenoid valve, reference cable and reference electrode which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).